Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that they removed the lead tails from the implantable neurostimulator (ins) and one side was swollen and discolored. The other side went out and in with no issues. The discolored and swollen side had to be forced into the header. Impedance on that side were all over 40k. The side that inserted with ease had evaluated value around 25 k. They are now in post op and they are not coming down. Patient was unable to feel stimulation. They did not have authorization to replace lead. Impedance were not checked prior the case, but prior over discharge patient reported getting good therapy. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Patient weight was updated per new information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative who reported that cause was not determined. It was reported that the issue had not been resolved and they just left the lead in. It was reported that nothing was done yet and the other lead was used.